Event description:
Related manufacturer reference number 1627487-2019-04772,1627487-2019-04771, 3006705815-2019-01458.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2019-04772, reference MFR. Report#: 1627487-2019-04771, reference MFR. Report#: 3006705815-2019-01458. It was reported the patient experienced an infection located at the lead site. In turn, the patient was hospitalized and prescribed antibiotics. Reportedly, the patient underwent surgical intervention wherein the scs system was explanted in (B)(6) 2018 (exact date is unknown). The infection has since resolved.